Event description:
The customer reported that images were lost. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system software was reloaded. The system was then found to be working as intended and put back into service.